Event description:
It was reported that during a routine follow up, it was found that this pacemaker system triggered a lead safety switch (lss) due to right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms. It was noted that while in bipolar configuration, the pacing impedance had decrease from out of range values to normal limits. Upon performing isometrics and pocket manipulation, the changes in impedance were reproduced, and loss of captured was also identified. Additionally, pacing inhibition due to myopotential noise was observed in some stored events. As a safety precaution, the patient was hospitalized, and the lead was reprogrammed to unipolar configuration. It was discussed that the patient has good atrioventricular conduction but has sick sinus syndrome. The measurements in unipolar configuration are stable and the patient ls fine. A request was made to have data from this device analyzed. (B)(6) technical services (ts) reviewed data from this device and explained that the reason for the lss on both leads might be related to a fretting inside the header bore, and recommended reprogramming in such case. Troubleshooting steps were provided, which were later followed by the physician. No noise could be reproduced for both leads, and out of range impedance measurements or loss of capture were not observed. Following ts indications, the physician made the decision to explant and replace the pacemaker device and keep the non-(B)(6) leads implanted. The patient is fine and will be monitored. No additional adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).